Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-aug-2019, UDI#: (B)(4). Product ID: 8731sc, serial/lot #: (B)(4), ubd: 03-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine, clonidine and baclofen at an unknown concentration and doses via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient had been having issues since (B)(6) 2018 and was currently in the hospital with nausea which may be due to opioid withdrawal. It was noted that the hcp denied that the patient was going through baclofen withdrawal. It was reported that the patient had a procedure performed on (B)(6) 2019 and the hcp unintentionally cute the catheter. The caller stated that the issue was addressed a few days later but a procedure was supposed to be performed on (B)(6) 2019 or (B)(6) 2019 to fix the system issues. It was reported that the patient was stable but that he was unwell and hypertensive (blood pressure was in the 160's for the last couple of days). The caller inquired a device manufacturer representative to be present to interrogate the patient's pump to see if it was working. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that there was no device issue. It was reported that the pump and catheter were replaced due to pending battery depletion on (B)(6)2018. No further complications have been reported as a result of this event.